Event description:
It was reported that during a routine check, the doppler of the cardiosave intra-aortic balloon pump (iabp) was found broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The customer reported that the iabp was back in clinical use.

Event description:
It was reported that during a routine check, the doppler of the cardiosave intra-aortic balloon pump (iabp) was found broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. However, it was reported that the customer's in-house biomedical department replaced the probe, vp8 (0154-01-0005) which resolved the reported issue. As such, attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. Device not returned to manufacturer.

Event description:
It was reported that during a routine check, the doppler of the cardiosave intra-aortic balloon pump (iabp) was found broken. There was no patient involvement, and no adverse event reported.